Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump was over-delivering insulin. Caller reported that reservoir showed empty but insulin pump showed that there was 41 units of insulin left. Customer's blood glucose was 58 mg/dl. Insulin pump was replaced and issue persisted. Caller was advised that a local representative would be sent to customer's home. Caller states that issue may be with the infusion set since insulin pump was already replaced and issue still occurred. During troubleshooting, insulin pump passed displacement test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.\